Manufacturer narrative:
Patient's identifier unknown/ not provided. Zimmer biomet complaint (B)(4). Patient's weight unknown/ not provided. Device brand name unknown. Device catalog and lot number unknown. Reporter's email address unknown/ not provided.

Event description:
It was reported that the unknown abutment screw fractured inside the implant (tsvb10). It was also reported that they removed the implant.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. A visual inspection revealed that the drive feature contained the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: a root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.